Manufacturer narrative:
Additional information: b5, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, of a primary repair of inguinal hernia using insert prosthetic material, the patient had hernia recurrence; the patient felt the mesh split and hernia popping out after coughing 32 weeks from the operation. Adverse event resulted in hospitalization. It was noted that the patient was managing pain with regular analgesia. Symptomatic right inguinal hernia, reducible, that did not extend into the scrotum, less than 3cm, l2 right indirect inguinal hernia. The mesh was placed flat widely covering all hernia defects anterior to peritoneum on both sides, tucked behind pubis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, the patient had hernia recurrence; the patient felt the mesh split and hernia popping out after coughing 32 weeks from the operation. Adverse event resulted in hospitalization. It was noted that the patient was managing pain with regular analgesia. Symptomatic right inguinal hernia, reducible, that did not extend into the scrotum, less than 3cm, l2 right indirect inguinal hernia. The mesh was placed flat widely covering all hernia defects anterior to peritoneum on both sides, tucked behind pubis.